Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed and attributed to loose hardware on the pim board. The loose hardware caused shorting between the pim board and chassis ground. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician manually bagged the patient to continue treatment. Complainant also indicated that the clinician connected to ac power supply, turned on ventilator, placed back on to patient and continued to operate without complication until final approach. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.